Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. There was no report of pt involvement. The unit was evaluated locally by a philips rep and the failure was verified. Replacement of the battery resolved the failure. The unit passed all post-service testing and remains at the customer site.

Event description:
The customer reported that the unit failed to power up. There was no report of pt involvement.